Event description:
The customer reported that while the unit was in use on a pt, the unit displayed electrical failure 65, system failure, and pumping stopped. The customer recycled power to the pump and they were able to resume therapy. The pt expired; however, they do not attribute the pt's death to the failure of the pump.

Manufacturer narrative:
The company representative reviewed the error logs, and confirmed that fault code 65 (safety vent failure) was documented in the error logs. He replaced the k6a safety vent valve (part number 0119-00-0170). The unit was tested to factory specification. It functioned normally and was returned to the customer. A review of the device's service history does not indicate any systemic issues.